Event description:
It was reported that an ¿error message¿ was observed with the first fiber. A second fiber was opened and was noted to fail (details not available). The procedure was completed with an alternate procedure (turp). There was no report of a patient injury. This report is for the second fiber used.